Event description:
Reporter stated that patient received a blood glucose result of 265 mg/dl , while using the suspect device. Patient reportedly sought treatment, approximately 2 hours later, due to elevated blood glucose result. Patient reportedly was not experiencing any symptoms of hypoglycemia or hyperglycemia. Reporter noted that patient was treated with intravenous fluids (contents not provided), and her blood glucose was measured several times while hospitalized (blood glucose values not provided). Additionally, reporter did not know if patient was treated for high or low blood glucose while hospitalized. Reporter indicated that patient was released 6.5 hours later, and was given sliding scale insulin to supplement normal insulin dosage. Reporter stated that quality control testing was performed on the suspect device, and the results fell outside of the acceptable range. Patient's current condition: feels fine now. Technical support requested the return of the suspect product and replacement product was shipped.